Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device shows that screen suddenly went black during procedure. The issue occurred during colonoscopy procedure. The procedure has been completed with an olympus backup device. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. Corrected fields: h8. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise image, scope communication error code (e216), white residues on the air/water (channel), white residues on the air/water (cylinder). A root cause could not be identified. Based on the results of the investigation, it is likely the screen suddenly went black during the procedure occurred due to a noise image with a scope communication error code (e216). The most probable cause of noise image with scope communication error code (e216) was traced to an expected or random component failure without any design or manufacturing issue. The cause of white residues on the air/water (channel) and white residues on the air/water (cylinder) was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.